Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter was inserted and withdrawn from the returned 8.5 f swartz introducer with no resistance or anomalies noted. Further investigation revealed the distal coupler and paddle electrodes were displaced and the pellethane tubing was corrugated and torn. In addition, the shaft had been cut distal to the strain relief. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty remains unknown. The cause of the cut shaft, torn pellethane tubing and displaced coupler and electrodes is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Upon removal from the package, the catheter was removed in a manner that resulted in the introducer tool sliding over the grid tip and remained in the packaging. The introducer tool was recovered and then forced back over the grid tip to allow introduction into the patient. This was not advisable due to possible tip damage. No issues were identified with the tip other than a lack of smooth catheter movement. The catheter could not be removed through the sheath and was retracted into the tip of the sheath but could not pass further. The sheath was then removed with a 10f short sheath introduced to the right femoral vein. The catheter was removed successfully through this sheath and the procedure was completed with no consequences to the patient. Inspection of the device suggested damaged tip electrodes which were caused by reintroduction of introducer tool.